Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose of 610 mg/dl and diabetic ketoacidosis on (B)(6) 2017. Customer was not feeling well on sunday and started experiencing symptoms such as vomiting. Customer also mentioned prior to the hospitalization she was experiencing lows in the morning for a week. The customer was treated with IV drip and short acting insulin. The customer was not wearing the insulin pump during the hospitalization but had been off the device less than 48 hours. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks. Customer declined to check for site or insulin issues. The device settings were checked and the time and date were incorrect. Customer felt the cause of the high blood glucose was due to the inaccurate time and date, then declined further troubleshooting. The product is not returned for analysis.